Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as it was not available for return. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of a gastroduodenal artery (gda), the catheter kicked out of the artery during deployment of the coil. During the catheter movement, the coil position alternated between the gda and the hepatic artery. An attempt was made to push the coil back to the gda unsuccessfully. During a retrieval attempt using a snare, a portion of the coil broke. One segment of the coil was retrieved. However, the remainder of the coil and a previously deployed coil migrated into the splenic artery. It was decided to leave the coils I the splenic artery since it is a high flow area and there was no harm in going so. No harm was reported. Pt info - pt identified and weight are not available.